Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there was no programming communication to biotronik intica implantable cardioverter-defibrillator (ICD) after connection. The ICD cannot be connected to the programming tool.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported lapse in communication with the patient¿s biotronik intica ICD could not be conclusively established through this evaluation. A direct relationship between the patient¿s heartmate 3 lvas and the reported event could not be conclusively determined. The account reported that there was no programming communication with the patient¿s biotronik intica ICD after the implantation of the patient¿s heartmate 3. The biotronik ICD could not be connected to its programming tool. It was later reported that communication with the patient¿s biotronik intica was possible after increasing the distance from both devices. An image showing the patient¿s heartmate 3 device being shielded with a metal tray was also provided. The patient remains ongoing on vad support. The heartmate 3 lvas IFU explains that the hm3 pump may cause interference with icds and if electromagnetic interference occurs, it may lead to inappropriate ICD therapy. The occurrence of electromagnetic interference with ICD sensing may require adjustment of device sensitivity and/or repositioning the lead. The IFU also states that if a patient receives a heartmate 3 lvad and has a previously implanted device that is found to be susceptible to electromagnetic interference, which could affect programming, the manufacturer recommends replacing the ICD or ipm device with one that is not prone to programming interference. No further information was provided. The manufacturer is closing the file on this event.